Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a temporary pacemaker placed and it was interfering with the function of the stimulator. It was also noted that they turned the ins off until a permanent pacemaker could be placed. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was brought in the day of the call because their heart rate was in the 20¿s. The caller stated that they used a temporary pacemaker to normalize their heart rate, and upon use of the temporary pacemaker the patient experienced electrical shocking sensation in their left leg. The caller reported they had a family member going home to get the patient¿s programmer to try to turn the ins off. The caller noted they would call back when they were in possession of the programmer. It was also noted that this change in therapy was sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.